Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited a gas gauge of 25% during a follow-up interrogation. The device's output was reprogrammed and at a subsequent follow-up, the gas gauge measured 50%. No further programming changes were made and the ipg later exhibited a gas gauge measurement of 100%. The device was later removed due to premature battery depletion.